Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head lot# unknown, item# unknown, unknown stem lot# unknown, item# unknown, unknown liner lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays. Xrays indicated superior dislocation was confirmed. Malposition of the acetabular cup with shallow acetabular inclination angle. Osteopenia is present. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The likely root cause of the dislocation is the malpositioning of the acetabular cup. It is unknown if the cup was malpositioned upon implantation or migrated through time as post primary x-rays were not received.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00397 0001825034-2019-00396.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient was subsequently revised due to dislocation. Malpositioning of cup was noted in xray. Head and liner were revised. Attempts to obtain additional information were made; however, none was available.